Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one segment of an 8fr groshong catheter was returned for evaluation. Visual inspection identified a complete circumferential break on the proximal end of the sample, as well as necking observed approximately 2 cm from the complete circumferential split. The surface of the split was slightly jagged with smoothing and buckling. Therefore, based upon the smoothed surface of the break and the slight buckling noted on the break, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was placed via the right internal jugular vein. CT examination revealed a catheter fracture and the distal catheter segment migrated to the atrium. The distal catheter segment is scheduled to be removed at a later date. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one segment of an 8fr groshong catheter was returned for evaluation. Visual inspection identified a complete circumferential break on the proximal end of the sample, as well as necking observed approximately 2 cm from the complete circumferential split. The surface of the split was slightly jagged with smoothing and buckling. Therefore, based upon the smoothed surface of the break and the slight buckling noted on the break, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was placed via the right internal jugular vein. CT examination revealed a catheter fracture and the distal catheter segment migrated to the atrium. The distal catheter segment is scheduled to be removed at a later date. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port was placed via the right internal jugular vein. CT examination revealed a catheter fracture and the distal catheter segment migrated to the atrium. The distal catheter segment is scheduled to be removed at a later date. There was no reported patient injury.